Event description:
Pt has pacemaker which is regularly tested via transmitter. On 3/17/94 pt was unable to transmit for testing. MFR contacted via toll free number and said to mail non-functioning transmitter and they would send rptr new product. Pacemaker is still functioning correctly.